Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. Unit received with intermittent button response during testing due to corroded keypad traces. No button error alarm or ramping numbers noted. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers scrolled uncontrollably when in bolus wizard. Customer attempted to troubleshoot adjusting battery cap and received two failed battery test. Customer changed battery and received a button error alarm. Customer's blood glucose was 300 mg/dl. Customer does not know what caused anomaly. Customer declined troubleshooting and was advised that insulin pump would need to be replaced.